Event description:
We received an allegation of discrepant inr results for 1 patient testing with coaguchek xs meter serial number (B)(4). The result at 10:13 a.m. Was 7.4 inr. This result was higher than normal. The result using a different finger at 10:31 a.m. Was 3.0 inr. The patient tested on the meter again after 1:00 p.m. And the result was 3.0 inr. The patient "excessively squeezed" the finger to get enough blood for the result of 7.4 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a testing frequency of weekly.

Manufacturer narrative:
Occupation is patient/consumer (patient's husband). The meter and test strips were requested for investigation. The meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr; qc 2: 5.6 inr; qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged results were observed in the meter¿s patient result memory, however, the time and date were not set correctly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "if needed, immediately after lancing, gently massage the finger from its base until a drop of blood is formed. Do not press or squeeze the finger." The investigation did not identify a product problem. The cause of the event could not be determined.